Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that intraoperative impedance testing of the lead found that the #7 electrode had impedance >40,000 ohms. Despite the lead placement confirmation in a multi-lead trialing cable and the ins, this out of range state persisted. A post-op check in the post anesthesia care unit indicated that electrode #7 continued to have out of range impedance with a value >10,000 ohms and electrode #6 was also out of range with a value >10,000 ohms. Programming was done utilizing other in range electrodes with very successful coverage of the patient¿s painful area. There were no environmental/external/patient factors that may have led or contributed to the issue. It was noted that the leads were adequately cleaned and dried then properly placed into the ins ports. The issue was considered resolved as of (B)(6) 2016 and the patient was alive with no injury. Telemetry results were provided and confirmed the rep¿s report. Intra-op impedance testing showed electrode #7 and all pairs including electrode #7 to have an impedance result of >40,000 ohms with other values within normal range. Post-op impedance testing showed electrode #6 and 7 and all pairs including electrode #6 and 7 to have an impedance result of >10 ,000 ohms with other values within normal range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.